Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/7/2023, it was reported by a sales representative via phone that an ar-8978p dx swivelock sl eyelet bent during insertion and it was unable to capture the suture. The case was completed using a new ar-8978p dx swivelock sl from a different lot number. Nothing broke inside the patient and there was no case delay. This was discovered during a ucl of the thumb procedure on 11/7/2023.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause(s) of the reported failure can be user error, such as misaligned insertion, prying/leveraging, and/or applying excessive force on the device during use. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.